Event description:
Harmonic handpiece was plugged into generator and screen read faulty handpiece after seconds.

Event description:
Harmonic handpiece was plugged into generator and screen read faulty handpiece after seconds.